Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with available output and telemetry communication. Longevity assessment found the device has reached end-of-service levels sooner than expected. After installing a new battery, analysis performed did not identify any functional issues. The current spike that occurred in the field could not be reproduced during the lab testing. This indicated a latch-up condition within the hybrid circuitry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.